Event description:
After iabp for three hours, the catheter collapsed. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event-reported 2/6/1998. Pt's current status: unk-rpt'd 2/6/1998.